Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device powered itself off. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue through the device's electronic records. The device had cycled power seven times during the event. It was observed that the device was connected to an ac power adapter and the ac power adapter was not communicating with the device. Physio recommended that the customer replace their ac power adapter. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.